Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and confirmed through an x-ray. Also, increased in threshold was noted. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported.